Event description:
It was reported by repair work order that the brakes would disengage due to a damaged wires on the footboard and it was also reported that zoom battery backup was inoperable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.